Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported during preventive maintenance testing, corrosion from the disposable batteries was noted. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.